Event description:
It was reported that, a three level kinetic anterior cervical plate separated at one of the dynamic junctions after implantation on (B) (6) 2008. Event information: c3-c7 fusion with corpectomies at unknown levels. Unknown cervical inter-body was used. Explant date unknown. The purpose of this MDR report is to keep the FDA informed of the reported event.

Manufacturer narrative:
Multiple attempts were made to obtain further information regarding this reported event. However, life spine has been unsuccessful in obtaining any additional information regarding the reported event. The purpose of this MDR report is to keep the FDA informed of the reported event.